Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of shield damaged was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for bulk needle was reviewed for batch 2117894 (catalog 305796) no quality notification was raised for past 12 months on similar reported defects.

Event description:
It was reported that prior to use with bd eclipse¿ needle the safety mechanism was damaged. The following information was provided by the initial reporter: safety attachment on the needle was twisted when the customer received the pack.

Event description:
It was reported that prior to use with bd eclipse¿ needle the safety mechanism was damaged. The following information was provided by the initial reporter: safety attachment on the needle was twisted when the customer received the pack.

Manufacturer narrative:
D.4. Medical device expiration date: na. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.